Event description:
Boston scientific received information that during a routine device change out procedure, there was insulation damaged found on the implanted chronic right ventricular (rv) lead. It was noted that this right atrial (ra) lead was suspected to have partially fractured several years ago and may have contributed to the insulation damage of the rv lead. The ra lead was not electrically continuous upon testing during the procedure. The physician elected to connect the lead to the new device and programmed pacing mode to vvi. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.